Event description:
The user reported the switch sparked and then the unit would not work. Our investigation found that wires pulled free of the circuit board and shorted.

Manufacturer narrative:
The user reported the switch sparked and then the unit would not work. Our investigation found that wires pulled free of the circuit board and shorted. The supplier of the switch has been notified of this failure and corrective actions have been put in place over the past two years to reduce the likelihood of this failure recurring.